Event description:
Per the customer the video lagged during the case which can lead to inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer the video lagged during the case which can lead to inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.correction: update device code.